Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was noted when the small knob was articulated counterclockwise. A functional evaluation was performed. The device was plugged into the controller. Pixelation was displayed. Although the reported complaint incident of ¿no visualization¿ was not confirmed, a visualization issue was confirmed through the pixelation displayed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The evaluation revealed that the ¿working channel sleeve protruding from spyscope ds.¿ further investigation revealed that the working channel sleeve protrusion issue is caused by an inadequate bond b. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the spyscope ds was plugged in, no picture came out. Reportedly, there was no visible damage noted with the spyscope ds. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.